Manufacturer narrative:
Although requested, to date, the electronic history files from the AED (s/n: (B)(4)) have not been returned from the reporting individual. Additionally, the reporting individual told us that the battery pack associated with the event and the pads may have been thrown away. Based on the statements by the reporting individual, it is believed that the cause of the event is related to a failure of the user to follow the device labeling; specifically, the user failed to check the battery pack's use by date as recommended by the manufacturer. In this case, the battery had expired in 2011. Additionally, the device was not stored with the battery pack installed, as recommended by the manufacturer. With a properly installed battery pack, the AED will perform automatic self-tests to check the integrity of the unit's hardware, software and test the AED's systems which includes the charging and shocking functions.

Event description:
On may 16th 2016, it was reported that during a rescue attempt by medical staff on a patient in a medical center, their AED advised a shock but shut down during charging. They reported that they did not have another AED available and when ems arrived, their AED did not advise nor deliver a shock. It was further reported that the patient died at the hospital after going in and out of ventricular fibrillation. The reporting individual stated that they store the AED with its battery pack ejected - which is contrary to the manufacturer's recommendations. They further stated that every morning they perform a battery pack self-test which involves inserting the battery into the AED - this too is contrary to the manufacturer's recommendations. They stated that the battery pack was ok prior to event. When the reporting individual was asked for the use by date printed on the battery pack used during the rescue, they provided a use by date of 3/2011.